Event description:
It was reported that the issue caused no surgical delay.

Manufacturer narrative:
H2 additional information: b5, section e have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795rpend, ubd: unknown, UDI#: unknown; work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the issue could not be re plicated. The system performed as intended. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor blacked out. A manufacturer representative (rep) called at a later time to report that another system was used for the case. The rep was unable to replicate the issue. Troubleshooting steps included testing the battery for both carts, checking connections at the back of both monitors, verifying the uninterrupted power source (ups) on the camera cart, ensuring the v5 was properly seated, turning the monitor both ways to check for tension, and inspecting the interconnect cable for damage. A self-test showed everything was connected, and the system performed as intended. There was no patient impact, and unknown if there was a delay.